Event description:
There was a patient involved in this event. This unit was used in an sca event where the patient died. The unit was stored without a pad-pak installed. When enduser went to use the unit, the pad-pak was installed incorrectly making the unit incapable of delivering therapy if required.